Event description:
The device was used to analyze and deliver defibrillator energy to the pt. Reportedly, following this delivery, the device prompted motion detected and connect electrodes. An analysis of pt ECG could not be performed as a result. The device was disconnected and another device of same model was connected to the pt through a new set of combination electrodes. This device was used to successfully complete analysis of pt ECG. The pt was not resuscitated.